Manufacturer narrative:
It was indicated that service was cancelled by the customer as the reported issue was resolved with the customer's own bio medical personnel. The problem was that the drain tubing had become disconnected from the fitting on the secondary probe backwash cup. The bio medical person reconnected the tubing to the drain fitting on the backwash cup. There were no defective parts and no parts were replaced. The root cause for the leak was associated with the drain tubing becoming disconnected.

Event description:
A customer contacted beckman coulter inc, (bci) stating that the manual probe on coulter lh 750 analyzer was leaking approximately 2ml of blood, diluent, and clenz. The operator was wearing personal protective equipment (ppe), consisting of lab coat, gloves and goggle at the time of the event. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.